Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A customer reported the cutter was clogged during the first part of the pars plana vitrectomy procedure. The customer indicated that the aspiration still functioned. The product was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was returned for evaluation for the report of the probe was clogged. A review of device history review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The returned opened sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was and deemed nonconforming. Cut testing was performed and deemed conforming. The probe sample was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks at bend area. The sample was tested with a syringe and resistance was felt. A wire barely inserted into the aspiration path. The sample was retested with the syringe and resistance was still felt. There is solid material blocking the aspiration path. The complaint evaluation does confirm the probe sample had an aspiration issue. The root cause for the poor aspiration is due to foreign material in the aspiration path. How and when foreign material got stuck in the aspiration cannot be determined from this evaluation; however, a possible root cause for the foreign material is surgical material from the probe sample being used in surgery for approximately 30 minutes. The complaint evaluation does not confirm the probe sample had an actuation or cut issue. The probe met specification for actuation and cut. Why the customer thought the probe could not actuate and/or cut cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the root cause for the aspiration issue cannot be determined from this evaluation and the sample was made to specification for the other reported issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).